Event description:
It was reported that during a lap cholecystectomy procedure, the tissue pad was broken soon and it could not be used anymore. Also error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.